Manufacturer narrative:
Correction - h7 section.

Manufacturer narrative:
Corrected information can be found in: b1 - adverse event/product problem. B2 - death date null. E3 - initial reporter occupation. Additional/updated information can be found in b5, d1 and d4.

Event description:
Additional information was provided by the customer on (B)(6) 2025 including a sample photo was provided showing the sn (B)(6) of the device plum a+. The sn (B)(6) is a valid plum a+ serial number however we cannot determine if this is the specific serial number that had the issue of "the device will suddenly stop functioning." Since we did not receive any confirmation from the customer.

Manufacturer narrative:
The device is unavailable to be returned for complaint investigation. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified pump that reportedly suddenly stop functioning. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
Investigation summary: customer reported problem" device will suddenly stop functioning" confirmed by the sample photo provided was showing the counterfeit batteries. The device was not received and the probable cause could not be determined.